Event description:
While calibrating a plc75 and plcr75b reload in a pneumectomy procedure, the anvil of the plc75 was closed, and could not be opened by pressing the open button on the attached idrivec. The procedure was completed by means of another device.

Manufacturer narrative:
(B) (6). The lot number is unknown and so the expiration date could not be determined. The lot number is unknown and so the date of manufacture could not be determined. The plc75 was found to have a broken anvil pull screw. The damage to this component was the direct cause of the observed calibration failure. The company is currently investigating this issue to determine its root cause. The concomitant device (plcr75b reload) was also found to have a loose memory module, but this defect was not related to the reported complaint.